Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc for evaluation but was returned to an olympus service operation repair center (sorc) in japan. The evaluation of the device by the sorc confirmed that the control board was broken. Omsc confirmed that 76 months have passed since the device was manufactured. The exact cause of the reported event could not be conclusively determined. However, it is probable that the reported event occurred because the board was broken due to time-related deterioration.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in an unspecified timing, it was found that the image of the subject device was not displayed and the subject device could not be turned the power on. There was no report of patient injury associated with this event. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated due to the failure of power supply board.